Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not beeping. The customer's blood glucose value was 121 mg/dl. Customer reports they did not hear the differences between the two audio beep volumes. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during selftest due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.